Event description:
Per the audiologist's report, this patient has made little progress with his implant. All external equipment has been swapped, but this has not increased performance. Reprogramming has helped at times. Despite the fact that integrity testing has found no fault with the device, explantation/reimplantation surgery is scheduled for 2006.